Event description:
The manufacturer received information alleging that device has a burning smell and a black filter. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
A dreamstation 2 device was returned to a third-party service center with allegations of a burning smell and a black filter during the evaluation of the device, the service technician observed black particles. The device was scrapped by the service center after the evaluation was completed.